Event description:
Event became reportable in 2009, based on approved analysis results revealing a wire fracture. It was reported that during a percutaneous coronary interventional procedure, the burr became stuck on the wire and both devices were removed without incident. The lesion was located in the mid left anterior descending artery. During preparation for the procedure, resistance was noted while inserting the floppy rotawire into the rotalink burr. During ablation, the burr was unable to move having become stuck on the floppy rotawire. The rotalink burr was removed with the floppy rotawire as one system. There was no patient consequence, and the procedure was completed with another of the same devices. Approved analysis found the floppy rotawire to be fractured.

Manufacturer narrative:
The guide wire was received in two segments. Visual examination shows the distal tip bent. No other anomalies were noted. Both fracture sites were submitted to the analytical laboratory for fracture analysis and the following summarizes the findings: "both sites exhibited circumferentially directed surface wear thus reducing the cross-sectional area of the wire. The fracture surface exhibited elongated dimple ruptures in a torsional direction. Eds analysis of the circumferentially reduced wire surface yielded the presence of copper and zinc. No other anomalies were noted. Conclusion: fracture occurred in a torsional overload direction that resulted from burr induced surface wear:. The rotational abrasion and the evidence of copper which is present only in the rotalink burr at the surrounding area of the fracture site are consistent with running the rotalink at high rpms (revolutions per minute) while maintaining it in a stationary position over the guide wire, thus causing fracture in a torsional direction and the inability to move the burr over the guide wire. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. The root cause is determined to be related to use-user related issues